Event description:
Per (B)(6) there is no vacum.

Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-00950 indicating this product as a manufactured device under FDA registration # 1525712. This device is a distributed product (imported) and the correct registration # is 1531186.